Event description:
It was reported that the patient was experiencing inadequate stimulation and having issues with charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned. Additional information was received that the spinal cord stimulator (scs) leads were explanted along with the ipg and nothing was implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7116902 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7121328 UDI: (B)(4).

Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient was experiencing inadequate stimulation and having issues with charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned. Additional information was received that the spinal cord stimulator (scs) leads were explanted along with the ipg and nothing was implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and having issues with charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.